Event description:
It was reported that patient had experiencing redness, pain and drops of blood at cannula infusion site and also, she developed symptoms of an infection on her right side and has been trying to avoid the area since. She received doxycycline (antibiotics) from her primary care physician to treat the infection on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.